Event description:
This unsolicited serious case from (B)(4) was received on (B)(6) 2012 from a dermatologist and concerns a male pt of unk age who experienced hidrocystoma encapsulated on injection site (important medical event) whilst receiving poly-l-lactic acid (new fill) for an unk indication. The pt¿s medical history included (B)(6) infection. Concomitantly, he was receiving antiretrovirus drug nos for (B)(6) infection. No past drug was reported. For several years (date unspecified) the pt received several injections sessions of poly-l-lactic acid. The last one had been performed on an unk date around (B)(6) 2011. No more info about these injections (number of batches used, technique used) were reported. Around (B)(6) 2011 (date unspecified), 4 to 6 months after these last injections, the pt presented with a hidrocystoma in one temple area which was one of the injection sites. At the time of contact the event of hidrocystoma encapsulated on injection site persisted with size of diameter 3 cm and no action had been taken. This case had been registered in the quality assurance database of the company under the product technical complaint number: (B)(4). At the date of this report the conclusion was pending. Pharmacovigilance comment: even though, based on the chronology, a causal role of poly-l-lactic acid cannot be excluded after this initial info, this case globally lacks of info for a proper assessment. Hidrocystomas ¿ rare, benign, cystic lesions of the skin ¿ can be either eccrine or apocrine, and are often found on the head and neck region.